Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator for pain stimulation experienced persistent pain for months, with the stimulation turning on for 10 seconds when sitting, then turning off for a few minutes before randomly turning back on. The stimulation fluctuated when walking, remaining on for approximately four minutes before turning off, and would shut off when standing or sitting. The stimulation was not working as intended. The patient reported muscle spasms in the back, chest, and side, as well as nerve symptoms into the pinky, with stimulation mostly affecting the thumb, pointer, middle, and ring fingers. The stimulation was not alleviating nerve symptoms into the forearm and elbow muscle into the neck. The patient checked position changes on the controller, which recognized the changes, but no cycling feature was seen on the controller. The patient met with a healthcare provider for reprogramming and was instructed to reset the process for laying down. The patient was redirected to a healthcare provider to further address programming and therapy concerns.